Event description:
The manufacturer received information alleging a "check ac power supply" alarm condition occurred on a bipap a40 device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "check ac power supply" code was confirmed in the ventilator's downloaded error log. It was verified that there was no exposed conducting wires and no danger to the user caused by this issue. The device's power supply was replaced to address the issue.